Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that leadless implantable pulse generator (ipg) exhibited a slight increase and elevated level of thresholds. The device was reprogrammed and remains in use. The patient is involved in a product surveillance registry. No patient complications have been reported as a result of this event.